Manufacturer narrative:
Pump received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to unresponsive buttons. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed button error and battery out limit. Customer reported that the insulin pump has an unresponsive keypad. Customer's blood glucose at the time of the incident was unknown, however customer estimated it to be around 126 or 144 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.